Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer identified that the station shutdown was being triggered by auxiliary drawer 5 due to a damaged drawer controller board. Removed and replaced the failed board, reassembled the drawer and powered the station back on to confirm that it booted without any failures. Performed hardware test application (hta) testing and had the user open and inventory items from drawer 5.1. All functions operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to power up. The customer stated that they attempted to switch the device off and on multiple times, but it did not power on. They also reported hearing a continuous clicking sound inside the pyxis, noting that the back fan was not rotating and was producing repetitive clicking noises. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.